Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.

Event description:
Healthcare professional reported capsular contracture baker grade ii and rupture diagnosed by ultrasound. This relates to the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported, capsular contracture, baker grade ii and rupture. Diagnosed by ultrasound. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Continued e.1.: postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.